Event description:
During a left acl/pcl repair, dr noted an arthrex suture anchor broke during attempt to implant them. Dr was able to retrieve all pieces - nothing left in pt. Co rep was present in the or.